Manufacturer narrative:
The reported event could not be confirmed, since the device(s) were not returned for evaluation, and no other additional information was received from the clinical site. More detailed information about the patient's medical history, the event details and the involved device(s) must be available to determine the root cause. If any additional information becomes available, the investigation will be reopened and re-evaluated accordingly.

Event description:
The manufacturer received stryker collaborative study (scs) named "a retrospective data collection of the treatment of shoulder joint replacement with the aequalis reversed ii shoulder system" that contains collected data on the usage and the outcomes of aequalis reversed ii shoulder system. The report details analysis provided for procedures performed between 2012-2018. During the review of the report, it was not possible to establish a specific device detail, patient information, and currently no additional device information is available; however, the following adverse event was reported: subject ID: 54 at age 78 in 2017, the patient underwent a left reverse total shoulder for rotator cuff pathology utilizing an ascend flex humeral implant and a reverse ii glenoid. Six weeks following surgery he had increased pain with a CT scan showing a non-displaced acromial fracture felt to be a stress fracture. With rest and stopping physical therapy the pain resolved with the fracture healing. Six months following the procedure, he fell onto his left shoulder with a fracture of the acromion. When this had not healed at three months, he was treated with a bone stimulator. After another three months, the fracture had healed and was nontender.